Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral flanks on (B)(6) 2009 with an unspecified applicator, the upper and lower abdomen on (B)(6) 2010 with an unspecified applicator, the bilateral flanks and upper and lower abdomen on (B)(6) 2010 with an unspecified applicator, the upper and lower abdomen on (B)(6) 2010 with an unspecified applicator, each inner thigh on 5/feb/2011 with an unspecified applicator, and the upper abdomen on (B)(6) 2012 with 8.0 applicator who developed unconfirmed paradoxical hyperplasia (pah/ph) to the upper abdomen on an unspecified date in 2012. The affected areas was described as "quite firm, appeared bigger, and one can grab a hold of the hardened tissue".

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral flanks on (B)(6) 2009 with an unspecified applicator, the upper and lower abdomen on (B)(6) 2010 with an unspecified applicator, the bilateral flanks and upper and lower abdomen on (B)(6) 2010 with an unspecified applicator, the upper and lower abdomen on (B)(6) 2010 with an unspecified applicator, each inner thigh on (B)(6) 2011 with an unspecified applicator, and the upper abdomen on (B)(6) 2012 with 8.0 applicator who developed unconfirmed paradoxical hyperplasia (pah / ph) to the upper abdomen on an unspecified date in 2012. The affected areas was described as "quite firm, appeared bigger, and one can grab a hold of the hardened tissue".

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022 according to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph / pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.